Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received blank display. Customer removed battery and insulin pump did not receive insert battery alarm. Customer stated that insulin had not receive any physical damage. Customer inserted new battery and restarted but display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.